Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was not powering on. The complaint was classified based on the customer care advocates (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 1am. The patient reportedly manages her diabetes with janumet pills 2x per day and 90u of lantus and continued with her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms but she reported that on the same day at an unknown time, she went to the emergency room (ER) for an unknown reason. She advised the cca that she was tested on an unknown ER meter and the result was "high." She was treated by an unknown type of insulin via IV at an unknown time, followed by 2 shots of an unknown type of insulin. She stated her blood glucose was tested again at an unknown time and it was "580mg/dl." It is not known for how long the patient stayed in the ER and whether she received treatment for any other conditions. At the time of troubleshooting, the cca noted that the subject device was brand new. The patient was using the correct test strips. The issue remained unresolved, it was not known if the batteries in the meter were old and needed replacing, but the patient did not have any fresh batteries available. Replacement products were sent to the patient. This complaint is being reported because, the patient claims she was unable to test her blood glucose due to the reported issue and reportedly required treatment from an hcp for severe hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4): the meter passed all testing with no faults found. A device history record (DHR) was also reviewed for this meter on (B)(4) 2013 and no hc, process, product deviation or rework was found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.